Event description:
There was no pt involved in this event. The device malfunctioned because the status indicator is not flashing and the device would not power on. A device in this fault mode, if left undetected, could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2008 and operated successfully until (B)(6) 2008, when it failed a self test due to a low battery. The recorded temperature at this time was zero degrees c. A gap in the info after this date would mean the pad-pak was removed or the device was left in fault mode until (B)(6) 2009. The device again performed successfully until (B)(6) 2010, but was left in fault mode until (B)(6) 2011. The temperature on (B)(6) 2010 was minus 5.3 degrees c. The problem with the device was attributed to a fault in the membrane. It is known that a device being inadequately stored and exposed to adverse environmental conditions, can have a detrimental effect on the device membrane. The pad pak, which contains the electrodes and batteries, is labeled for single use, but the samaritan pad 300 and 300p devices are for multi-use.